Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the tip failing to open was not determined. The pipeline failed to open at the distal section and was not placed in a bend when the failure occurred. Additional steps taken to open the pipeline were retrieval by pushing and pulling. There was no observed damage to the pipeline or catheter observed.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial right carotid artery aneurysm with a max diameter of 5 mm and a 5 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4mm distally and 5mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the operator selected a shield dense mesh stent. After securing access, the stent was delivered to the ipsilateral m1 segment. Approximately 7-8 mm of the stent's tip end was exposed, but after waiting for about 10 seconds, the tip end failed to open. The operator continued to deploy the stent for approximately 12 mm, but the tip end still failed to open. Attempts were made to retrieve and redeploy the stent, including shaking, pushing, and pulling maneuvers, but the tip end still could not be opened. Adjustments to the phenom 27 microcatheter tension were also attempted, but the tip end still could not be opened. The stent was then removed from the patient's body, and it was found that the stent could not open. A new stent was used instead, and the procedure was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a ton-bridge medical silver snake guide catheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.